Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) female patient, the device was unable to detect the attached electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing, defib cycling, and ECG stress testing via the multifunction cable without duplicating the device was recertified and returned to the customer. Review of the device activity logs did not show any faults that could be associated with customer report. It is noteworthy to mention check pads is not necessarily an indication of a device malfunction, but an indication of poor coupling between the patient and the pads, the accessories and the device, or an issue with the accessories themselves. The electrode pads used at the time of the reported event were not returned for evaluation. No trend is associated with reports of this type.